Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen because cracked. In addition, it was reported that the pump was intermittently not accepting cartridges and the usb cable had to maneuvered in order for the pump to charge. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.